Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that the product met all of the acceptance criteria for release during the manufacture of this lot. A sample was received containing approximately 84 ml of fluid in the bladder. Upon receipt, flow was visually observed at the distal luer. The complaint sample was visually inspected for any signs of abnormality that could have contributed to the reported condition; however, none were found. Thereafter, the fluid in the bladder was allowed to drain until emptied. Per standard procedure, a functional flow rate test was subsequently conducted on the complaint sample for 38 hours. The flow rate was found to be within the specification of the product. Based on the functional flow test result, the reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during patient use on an infusor. The observed flow rate was 50 ml/44 hours. The device was filled with a 100 ml solution of fluorouracil and saline. Approximately 50 ml of the solution remained in the bladder. The temperature and height of the restrictor were unknown. There was patient involvement; however, there was no patient injury or medical intervention associated with the report. No additional information is available.